Event description:
This complaint is about a revision due to the breakage of screws (mountaineer). The screws in question were implanted on (B)(6) 2012 in the patient with atlantoaxial instability in down syndrome ((B)(6)-year-old female) during the spinal fusion procedure ranging from occipital bone to c3. At the follow-up visit on (B)(6) 2013, c3 screws were found broken, but the surgeon took a wait-and-see approach because the patient had no pain. Later on (B)(6) 2015, the patient visited the hospital complaining of pain, so the surgeon decided to conduct a revision surgery on (B)(6) 2015. The state of bone fusion has not been confirmed yet at this point.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Two (2) sherpa favored angle polyaxial screws [product codes: 1883-19-318 and 1883-19-316] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the polyaxial screw [product code: 1883-19-318, lot number: akdc1w] broke at the screw shank approximately 5mm from the polyaxial ball. The second half of the screw shank was not provided for this analysis the fracture analysis report suggests that the screw¿s fractured surface exhibited smooth and grainy/rough regions. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage (rough region) took place presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the polyaxial screw becoming broken cannot be positively determined. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.